Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, it was reported that the patient was hospitalized due to infusion set bent cannula. Patient had blood glucose levels reaching upto 413 mg/dl. Site of insertion was abdomen. Patient was treated via manual injections. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.